Event description:
Revision was required because the patient was experiencing increasing groin pain and had the appearance of a soft tissue tumor on MRI scan. Implant was removed and replaced with a restoration modular stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.